Manufacturer narrative:
Patient has a history of hypertension. Index procedure was prompted by recent mi.

Manufacturer narrative:
Additional info received: investigator and cec adjudicated that the bleed and stroke events were not related to the study device.

Event description:
The patient had a resolute integrity drug-eluting stent implanted in the lad during the index procedure ((B)(6) 2014). Approximately 4 months later, the patient tripped and fell and developed loss of consciousness and left upper extremity weakness, and was taken to a hospital by ambulance. CT showed bleeding below the right eye with a small amount of bleeding. No surgery was performed. Based on the above-mentioned course, cec have adjudicated the event as a stroke.

Manufacturer narrative:
Evaluation conclusions: inherent risk of procedure ¿ (cva/stroke). (B)(4).